Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: on (B)(6) 2017, a 47-year-old male underwent an endovascular procedure to treat a type b descending thoracic aortic dissection using a zenith thoracic stent graft (zteg 34 x 152 mm) and 2 zenith gzsd (36 x 164 mm) dissection stents. The final angiography after placement of the devices confirmed proximal type 1 entry flow. Bowel ischemia/mesenteric ischemia was also confirmed by angiography. However, this event had existed before the procedure and the physician reported that bowel ischemia/mesenteric ischemia has no relations to stent graft placement. No intervention was performed to treat the endoleak as the amount of endoleak flow was small and the physician judged from his experience that the endoleak will disappear with time. On (B)(6) 2017, the patient died due to intestinal necrosis and multi organ failure. The physician reported the death to be unrelated to the stent graft. This complaint was initially created to cover proximal type I entry flow and has been reopened as images were provided. The images contains, two preoperative CT studies, a procedure angiography, and multiple preoperative along postoperative plain film x-ray studies (9 total studies). The images underwent expert image review. As per the reported information, there was a type 1a endoleak with persistent proximal entry flow into the false lumen on angiography following stent graft placement. There is no imaging of the proximal endograft on the angiography study provided. However, preoperative diameter measurements of the proximal aortic neck, distal to the left common carotid artery (lcca), are between 33 and 34.9 mm. The implanted graft is reported to have been a 34 mm diameter device and is undersized for these proximal aortic neck measurements. The package insert of the device states, "too little oversizing could result in type I or type iii endoleaks or increased risk of migration. Determine the choice of diameters based on the outer wall to outer wall vessel diameter and not the lumen diameter. The amount of oversizing for all components is 10-25%". Therefore, the likely cause of the reported proximal type 1 flow can possibly be related to the chosen diameter size of the stent graft. Additionally, the reviewing physician noted that there is radiographic evidence of organ mal-perfusion on the preoperative CT studies and the angiography study, including hypo-perfusion of the left kidney, liver, small bowel, and colon. This is likely related to the acute aortic dissection. Per the physician¿s report, the patient expired postoperatively due to ongoing organ mal-perfusion and continued progression of disease after intervention. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). PMA 510(k): similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: protocol (B)(4), pt. (B)(6), hemolysis with severe thrombopenia. On (B)(6) 2017, under general anesthesia, the patient received two zenith alpha¿ thoracic endovascular graft proximal components (zta-p-34-209, zta-p-34-209). The proximal zone of stent graft implantation was 2 using the ishimaru zone classification scale. The devices were deployed successfully, without difficulty . The left subclavian artery (lsa) was not covered by the stent. Prior to the implant procedure, the patient underwent revascularization of the brachiocephalic artery, left common carotid artery, lsa, celiac axis, sma, and renal arteries. No reportable adverse events were observed during the procedure. On the completion angiogram, there was evidence of false lumen perfusion distally. On (B)(6) 2017 (2 days post-procedure), the pt developed hemolysis w/severe thrombopenia. The patient underwent a procedure for elongation of the endoprothesis to cover the false channel - query pending for more information. The site indicated that the hemolysis with severe thrombopenia was thought to be related to the study device and related to the study procedure. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017, three devices were placed in the patient: zteg-2p-34-152-pf ((B)(4)), gzsd-36-164-2( (B)(4)), gzsd-36-164-2 ((B)(4)). Final confirmatory angiography after placement of the devices confirmed proximal type 1 entry flow. Bowel ischemia/mesenteric ischemia was also confirmed by angiography. However, the physician says that bowel ischemia/mesenteric ischemia has no relations to stentgraft placement. On (B)(6) 2017: the patient died due to intestinal necrosis. However, the physician says the death has no relations to the stentgraft placement, but was caused by progression of primary disease. Additional information received 02mar2017: patient's anatomy was suitable for the procedure. The leak did not disappear during procedure. However, no intervention against endoleak was performed with below reasons; the amount of endoleak flow was only small. The physician judged from his experience that the endoleak will disappear with time. As the main purpose of the procedure(reduction of pressure in false lumen) could be accomplished by stentgraft placement. Bowel ischemia/mesenteric ischemia was improved by txd placement, meaning it had existed before the procedure. However, despite the blood flow improvement, progression of primary disease (intestine decomposition) did not stop because the intestine had been already decayed severely due to its having been exposed to bowel ischemia long time. As a result, intestinal necrosis occurred and the patient died due to multiple organ dysfunction. If open surgery had been performed and precise evaluation of the intestine/removal of necrotic intestine had been conducted, the patient might have been saved. However, the patient himself told his parents prior to procedure that he would choose to die if permanent damage or prolonged hospitalization occurred due to this procedure. So, the physician and his parents respected patient's will and let him go. Considering above, the physician thinks that bowel ischemia/mesenteric ischemia and the death have no relation to stent graft placement. Patient outcome: on (B)(6) 2017: the patient died due to intestinal necrosis, which was caused by primary disease progression. Stentgraft placement has no relation to the death.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). The previous follow up 1 report, sent on the 17mar2017, was incorrect as the report is related to an other pr number ((B)(4) - manufactor report number: 3002808486-2017-00946). This follow up 2 report corrects the previously sent follow up 1 report. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: it has not been possible to investigate or evaluate this event based on the limited information provided to date. As no imaging was provided it was not possible to determine the exact root cause of the reported event. As per IFU, endoleak is a known potential adverse effect. No evidence suggest that the device was not manufactured according to specification. Cook will reopen its investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6) 2017 three devices were placed in the patient: zteg-2p-34-152-pf(e3234105), gzsd-36-164-2(e3531452), gzsd-36-164-2(e3532084). Final confirmatory angiography after placement of the devices confirmed proximal type 1 entry flow. Bowel ischemia/mesenteric ischemia was also confirmed by angiography. However, the physician says that bowel ischemia/mesenteric ischemia has no relations to stentgraft placement. (B)(6) 2017 the patient died due to intestinal necrosis. However, the physician says the death has no relations to the stentgraft placement, but was caused by progression of primary disease. Additional information received 02mar2017: patient's anatomy was suitable for the procedure. The leak did not disappear during procedure. However, no intervention against endoleak was performed with below reasons; the amount of endoleak flow was only small. The physician judged from his experience that the endoleak will disappear with time. As the main purpose of the procedure(reduction of pressure in false lumen) could be accomplished by stentgraft placement. Bowel ischemia/mesenteric ischemia was improved by txd placement, meaning it had existed before the procedure. However, despite the blood flow improvement, progression of primary disease (intestine decomposition) did not stop because the intestine had been already decayed severely due to its having been exposed to bowel ischemia long time. As a result, intestinal necrosis occurred and the patient died due to multiple organ dysfunction. If open surgery had been performed and precise evaluation of the intestine/removal of necrotic intestine had been conducted, the patient might have been saved. However, the patient himself told his parents prior to procedure that he would choose to die if permanent damage or prolonged hospitalization occurred due to this procedure. So, the physician and his parents respected patient's will and let him go. Considering above, the physician thinks that bowel ischemia/mesenteric ischemia and the death have no relation to stent graft placement. Patient outcome: (B)(6) 2017 the patient died due to intestinal necrosis, which was caused by primary disease progression. Stentgraft placement has no relation to the death.